Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00201.

Event description:
It was reported that a revision was performed to address neurological issues the patient was experiencing because it looked like an avenue t construct migrated post-operatively. It was not possible for the surgeon to remove the construct because he did not have the correct instruments for removal; he cleaned the discal tissue surrounding the cage. No further information has been provided at this time. This is report one of two for this event.

Event description:
It was reported that a revision was performed to address neurological issues the patient was experiencing because it looked like an avenue t construct migrated post-operatively. It was not possible for the surgeon to remove the construct because he did not have the correct instruments for removal; he cleaned the discal tissue surrounding the cage. No further information has been provided at this time. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: method, results, and conclusions. The devices remain implanted after the revision surgery. A CT image was provided, and appears to show some evidence of posterior placement of an implant that could have potentially been the result of migration, though this can't be confirmed without intraoperative and post-operative images to compare. The complaint is unrefuted. Root cause was unable to be determined with the available information. It's possible improper installation and/or fixation during the initial surgery or improper post-op patient movement contributed to the event. The lot number was not provided, so the DHR review was unable to be performed. This device is used for treatment. If additional information is received that changes information in this report, a follow-up report will be submitted.

Event description:
It was reported that a revision was performed to address neurological issues the patient was experiencing because it looked like an avenue t construct migrated post-operatively. It was not possible for the surgeon to remove the construct because he did not have the correct instruments for removal; he cleaned the discal tissue surrounding the cage. No further information has been provided at this time. This is report one of two for this event.